Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04847. (B)(6) clinical study. It was reported that in-stent restenosis and angina occurred. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. Subsequently, the patient underwent cardiac catheterization which revealed a, 99% in-stent re-stenotic lesion in the right posterior descending artery (r-pda). It was treated with direct stent placement using a 2.25 x 12 mm promus element stent. Following post-dilatation, there was no residual stenosis noted at post-interventional angiography. In (B)(6) 2014, the patient presented with substernal chest pain and was diagnosed with non st elevation mycardial infarction (nstemi). The patient was hospitalized the following day. Coronary angiography was performed and revealed 90% eccentric isr within the previously placed study stent in the 1st rpl. The patient was referred for cardiac catheterization. The 99% isr in the right pda was treated with pre-dilatation and placement of a 2.5 mm x 12 mm promus premier stent. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient had recent onset of chest pain and breathlessness which was finally diagnosed as unstable angina and was hospitalized on the same day. Physical examination and laboratory studies were normal. ECG revealed sinus bradycardia with no ischemic abnormalities. The patient was referred for a definitive cardiac evaluation via diagnostic cardiac catheterization. The 80% stenosis in the proximal portion of r-pda was treated with pci. Pre dilation and placement of 3.0x30mm and 2.25x30mm non-bsc des in an overlapping manner from the ostium to the proximal portion of rpda. Post procedural stenosis was 0% with timi 3 flow. The patient was observed overnight and did well with no elevation of the cardiac enzymes, no arrhythmias on telemetry, no symptoms of chest pain or breathlessness and no problems on puncture site. On the following day, the event was considered as resolved and the patient was discharged on aspirin on the same day.

Manufacturer narrative:
Age at time of event corrected from (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04846. (B)(6) clinical study. It was reported that in-stent restenosis and angina occurred. In (B)(6) 2014, the patient presented with substernal chest pain and was diagnosed with non st elevation mycardial infarction (nstemi). The patient was hospitalized the following day. Coronary angiography was performed and revealed 90% eccentric isr within the previously placed study stent in the 1st rpl. The patient was referred for cardiac catheterization. The 99% isr in the right pda was treated with pre-dilatation and placement of a 2.5 mm x 12 mm promus premier stent. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient had recent onset of chest pain and breathlessness which was finally diagnosed as unstable angina and was hospitalized on the same day. Physical examination and laboratory studies were normal. ECG revealed sinus bradycardia with no ischemic abnormalities. The patient was referred for a definitive cardiac evaluation via diagnostic cardiac catheterization. The 80% stenosis in the proximal portion of r-pda was treated with pci. Pre dilation and placement of 3.0 x 30 mm and 2.25 x 30 mm non-bsc des in an overlapping manner from the ostium to the proximal portion of rpda. Post procedural stenosis was 0% with timi 3 flow. The patient was observed overnight and did well with no elevation of the cardiac enzymes, no arrhythmias on telemetry, no symptoms of chest pain or breathlessness and no problems on puncture site. On the following day, the event was considered as resolved and the patient was discharged on aspirin on the same day.